Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot switch was malfunctioning, was confirmed. It was found that there were broken inserts on the housing of the unit. The repair of the device was declined and was placed into long-term hold. User mishandling of the device, probably a fall, is the root cause of the broken inserts of the housing. A manufacturing record evaluation was performed for the finished device (serial: (B)(4), lot : 1505112), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that two vapr vue wireless footswitch are malfunctioning. No details of the specific failure were given at the time of the call. Hand control was used to complete the procedure. No patient consequences or surgical delay reported. These devices are available to be returned for evaluation.